Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor passed the motor tests. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error during bolus or basal. The device was not exposed to a magnetic field. Alarm occurred three times in the last month. Customer was able to rewind the device. Customer's blood glucose was unknown. No further information reported.